Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection was performed with the naked eye and all caps were attached to the connectors of sample 1. On the second sample, the green cap was loose to the patient connector inside a closed pouch. The reported condition was verified for sample 1. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of 2023, further described as "within the past two weeks". The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green caps (pull ring) of two (2) amia automated pd cycler sets off the patient lines and loose in the over pouches. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.